Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence of hernia, small bowel obstruction, enteropathy and dense adhesions. Post-operative patient treatment included herniorrhaphy, lysis of adhesions and small bowel resection. (B)(6) 2017 ventral herniorrhaphy using ethicon ultrapro.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. Procedure records noted adhesions at time of implant. It was reported that after implant, the patient experienced recurrence of hernia, small bowel obstruction, enteropathy and dense adhesions. Post-operative patient treatment included herniorrhaphy, lysis of adhesions and small bowel resection. (B)(6) 2017 ventral herniorrhaphy using ethicon ultrapro.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent ventral hernia repair with mesh. He had revision surgery 6 years and 6 months post surgery. The patient experienced surgical revision, small bowel obstruction, and adhesions.